Event description:
It was reported that, broken stem, required revision.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested but not made available. Should additional info become available, the eval summary will be submitted in a supplemental report.